Manufacturer narrative:
Correction to previous (follow-up #1) g3: date received by MFR, should be 02/14/2025. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-04749. All information including the investigation can be found under manufacturer report number 1416980-2024-04749. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue slide clamp/key of a solution set with duo-vent spike was cutting into the tubing resulting in a leak of chemotherapy. This was noticed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.